Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an intraoperative testing diagnostic revealed high impedance. As such, the lead was explanted and replaced with a new lead to address the issue. It was noted that the lead had breakage. Reportedly, therapy was confirmed post operatively.